Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: during investigation, there were frequent low battery warnings observed. The pump¿s electrical current draws were high. There was moisture observed in the display. A leak test was performed and failed due to a display lens leak. The pump was opened and there was moisture damage found on the printed circuit board. The short battery life was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.